Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd gp series infusion set had foreign matter the following information was received by the initial reporter with the verbatim: alaris giving set was contaminated at the spike and visible when the sheath covering the spike was removed ready to insert into the bag. Spike had dirty substance on it and not suitable to use as a sterile product. The substance was able to be wiped off.

Event description:
No additional information.

Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submissions.

Event description:
No additional information.

Manufacturer narrative:
Additional information: customer phone number. Investigation results: one 63200nyb sample was received for investigation of (B)(4), in which the customer has stated: "alaris giving set was contaminated at the spike and visible when the sheath covering the spike was removed ready to insert into the bag. Spike had dirty substance on it and not suitable to use as a sterile product. The substance was able to be wiped off." No packaging was received with the sample; however, the customer has stated that the lot number was 1023873. Examination of the returned sample noted that no residual fluid was present in the line, indicating that the sample had not been in clinical use. A small brown mark was noted on the spike close to the base. The mark appears to be grease-like in nature, supporting the customer's experience. The details of this feedback were forwarded to the manufacturing site of the 63200nyb product and also to the external supplier of the spike component, for further investigation. Unfortunately, as most of the substance had been wiped off by the customer, it was not possible for an ftir analysis to be performed to conclusively identify the source of the substance. However, visual analysis of the substance under microscope indicates that it was likely to be residual lubricant from the mould tool which has inadvertently come into contact with the spike during the moulding process, and which was not then identified during subsequent assembly steps. A review of the production records for lot 1023873 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Quality management at the bd manufacturing site and the external supplier have both been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer advocacy feedback database indicates that this is an isolated occurrence, with no other reports of this nature received against the 63200nyb component in the last 12 months.